Manufacturer narrative:
Additional suspect medical device component involved: product family: scs-linear leads upn: m365sc231650e0. Model: sc-2316-50e. Serial: (B)(6). Batch: 7201808.

Event description:
It was reported that the patient experienced weakness in the legs a few days post undergoing a trial lead removal procedure. The patient was admitted to the hospital because it was determined that there was a hematoma in her spine and had to have surgery to remove it. The patient later passed away. The physician assessed that the patient had an arterial occlusion of the left leg, that he believed was not related to the device, stimulation, or procedure. He stated it occurred due to the application of heparin to resolve the arterial occlusion of the left leg.